Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 6 for the same event. It was reported from (B)(6) that during device testing, the power module devices were found to fall out of six battery handpieces. It was further reported that the decks on the devices were able to be opened without applying too much force after turning it to lock. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bar inside the housing which locked the lid was broken off, the housing was oval and leaky, the front plate was discolored and the anodizing was partly missing. It was also observed that the pick-up coupling started to rust, the yellow marking ring started to flake off and the seals inside of the housing were worn. The device also failed pretest for general condition, check for leakage, check for roundness, check the attachment coupling and check fitting of the lids. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During further evaluation, it was observed that the device had fluid ingress; the inner part of the device that should have been sealed off exhibited signs of liquid. If additional information should become available, a supplemental medwatch report will be sent accordingly.